Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service manual operational and diagnostic, low flow issue was observed; therefore, this complaint can be confirmed. During evaluation, scratches were noticed on the device. The repair was declined; therefore, the device was not restored to the specifications. It is being placed into long term hold due to part unavailability. With the available information, we cannot determine the definite root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder repair procedure on (B)(6) 2020, it was observed that the pump/shaver device did not have a flow as water would not pump. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.